Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the extension plate and sensor were installed incorrectly. The technician installed the extension plate and sensor correctly to resolve the issue. Based on this information, no further action is required.